Event description:
It was reported that during deployment of a vena cava filter, a few filter legs became caught at the end of the delivery sheath. The filter deployment was completed with add'l manipulation of the filter, however, the filter legs became crossed. The filter remains implanted. There was no reported pt injury.

Manufacturer narrative:
A mfg review could not be conducted as the investigation lot number is unk. The device was not returned. Images were not provided. The complaint investigation is inconclusive for deployment issues and failure to expand. Based upon the available info, the definitive root cause for this event is unk. It is unk if procedural factors contributed to the reported event.

Manufacturer narrative:
To ensure compliance to 21 cfr 803.50 a retrospective review of this file was conducted to determine if good faith efforts were made to obtain the required information and/or an explanation of why any required information was not provided. The file was documented with a date of implant, but not reported. Multiple follow up attempts were made with the facility to obtain any information pertaining to the patient, product, and/or procedural details (e.g. Date of the event, relevant test data, relevant history, lot #, catalog #, implant and/or explanted dates, and concomitant product(s) or therapy) that were not previously obtained during the initial investigation. The facility was able to provide new patient and product information, which was updated in the appropriate sections. Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event.